Event description:
A healthcare facility in japan reported via a fisher & paykel healthcare (f&p) field representative that the proximal connectors of twelve rt380 adult dual-heated evaqua2 breathing circuits were easily diconneted during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: twelve complaint rt380 adult evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand and were visually inspected. Further chemical analysis of the subject rt380 breathing circuit was conducted. Results: visual inspection for devices 1, 3, 4, 6, 7, 9, 10, and 11 revealed that the inspiratory limbs were returned with loose elbow and patient end connectors. Visual inspection for devices 5, 8, and 12 revealed that the inspiratory limbs were returned with loose elbow and missing patient end connectors. Visual inspection for device 2 revealed that the inspiratory limb was returned with the loose elbow. Chemical analysis of the subject complaint devices confirmed exposure of the tube cuffs of the rt380 breathing circuits to chemicals. Conclusion: investigation into this complaint indicated that the tube cuffs have likely been exposed to chemicals which resulted in lubrication of the connectors and consequently detachment of the patient end connectors from the inspiratory limb of the rt380 breathing circuits. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. If any faults are detected the whole batch is placed on hold for investigation. The subject breathing circuit would have met the requirements at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: - "check all connections are tight before use." - "set appropriate ventilator alarms." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.".

Manufacturer narrative:
(B)(4). We are currently trying to retrieve the complaint rt380 adult dual heated evaqua2 breathing circuits. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that connectors of twelve rt380 adult dual-heated evaqua2 breathing circuits were easily diconneted during use. There were no reported patient consequences.